Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: concern with the product, pain, swelling and fluid.

Event description:
Patient reported right side exchange from textured to smooth implants due to concern with the product, pain, swelling and fluid in breast. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs two devices with brown particles on the surface of the device have yellow colored biological tissue on the back of the device no devices identified.

Event description:
Patient reported right side exchange from textured to smooth implants due to concern with the product, pain, swelling and fluid in breast. Device has been explanted.